Manufacturer narrative:
Information references the ins on the patient's left side and the ins on the patient's right can be found in a related report: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. See reg report 3004209178-2018-01546 for information regarding the patient's right side ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the patient had 2 inss that were not working and had not worked for around 4 months. The ins on the right side would charge 'pretty easy' and have full coupling boxes, but it would take a couple hours to charge. The ins on the left side would take half a day to charge and would only have 2 coupling boxes. Then both stimulators would not charge and the ins on the left would 'take forever to get a partial charge.' The patient's pain got worse when both stimulators stopped working. Before this, the therapy helped relieve at least 50% of the patient's pain. The patient had not successfully recharger the inss for 4-6 months. The patient was redirected to an hcp. Follow-up was conducted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer that stated the patient had not yet met with a manufacturer representative, and they were trying other options. No troubleshooting had been performed and no further complications were reported or anticipated.